Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), device breakage ("had 2 coils on left side / piece of coils") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they aren't able to cut the coils or pull them when they do removal" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multiple caesarean sections. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain in extremity ("left leg pain") and dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced paranoia ("paranoia"). In (B)(6) 2017, the patient experienced hypoaesthesia ("numbness in left hand"). In (B)(6) 2018, the patient experienced tooth disorder ("dental issues") and rash ("rashes on skin/ rash on my left foot"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nervousness ("nervous"), migraine ("migraines"), alopecia ("hair fall's"), dizziness ("dizziness"), asthenia ("no energy/ feel weak"), menorrhagia ("on menstrual I bleed a lot") and fear ("scared"). The patient was treated with ibuprofen, ranitidine, diclofenac, paracetamol (tylenol), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, pain in extremity and hypoaesthesia had resolved and the device breakage, genital haemorrhage, tooth disorder, rash, paranoia, dyspareunia, nervousness, migraine, alopecia, dizziness, asthenia, menorrhagia and fear outcome was unknown. The reporter considered alopecia, asthenia, device breakage, dizziness, dyspareunia, fear, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nervousness, pain in extremity, paranoia, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: all alleged injuries for which she havs not sought medical treatment: numbness in left hand, rashes on skin, painful intercourse, dental issues, and paranoia. Concerning the injuries reported in this case, the following ones were reported via social media: nervous, migraines, hair fall's, dizziness, no energy, on menstrual I bleed a lot, scared, they aren't able to cut the coils or pull them when they do removal, had 2 coils on left side. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and social media received. Reporter's information was updated. Events added: heavy bleeding, headaches, left leg pain, severe and persistent pelvic pain, dental issues, numbness in left hand, rashes on skin, paranoia, painful intercourse, nervous, migraines, hair fall's, dizziness, no energy, on menstrual I bleed a lot, scared, had 2 coils on left side, they aren't able to cut the coils or pull them when they do removal, plaintiff did not undergo essure confirmation test. Outcome of following events were updated to recovered/ resolved: severe and persistent pelvic pain, numbness in hand, left leg pain, and headaches. Historical condition and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.